Event description:
It was reported that an alert/notification settings issue occurred frequently between (B)(6) 2025 and (B)(6) 2025. Data was not investigated on an individual level. The issue will be reviewed at a strategic level on a regular basis. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).